Event description:
The patient reported that he is at urgent care due to the product. His blood glucose reached 484 mg/dl. After removing the device he noticed that the cannula was full of blood and there was a "knot" at the infusion site. This has become an abscess and he is in pain.

Manufacturer narrative:
The device will not be returned for evaluation. We ar unable to determine if any malfunction or product defect could have contributed to the patient's hyperglycemia and/or abscess at the infusion site. No product lot number was reported so no review of qualification and sterilization records could be done. The omnipod user guide warns, "if you observe blood in the cannula check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod," and, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test, if you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It cautions, "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site, contact your healthcare provider and treat the infection according to instructions from you healthcare provider."